Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was in the hospital for two weeks due to pneumonia and dehydration. After two days of hospitalization, insulin pump was suspended and removed. Customer batteries were put back into insulin pump due to customer coming out of the hospital and reconnecting. Once battery was changed, insulin pump received an unexpected restart alarm, a signal too low alarm and a spanish software anomaly.